Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Anesthesia department nurse reports, as roller clamp is adjusted, it appears to be piercing the tubing creating holes and leaks during patient use. No patient injury, blood loss, or medical intervention reported.